Manufacturer narrative:
(B)(4)

Event description:
It was reported that the lead was stuck in the device header and was unable to be removed. Lead was able to be removed from the header after saline solution was applied to the header port. No further information.